Manufacturer narrative:
The device was returned, and an investigation was conducted by olympus. During the device evaluation, the error message displayed on the device was confirmed and traced to a bad cable connection to the ex board. The ex-board is a board connected with a digital light source cable, and it is inferred that a failure occurred in the signal transmission between the scope and the video processor due to this failure, and the phenomena occurred. The evaluator also noted a loose scope socket tab that was not properly protecting the socket pins. Additionally, the front panel was cracked and the main switch was dented. Furthermore, the lamp on the device gave a reading of over 500 hrs. The IFU contains the following statements: ¿do not apply excessive force to the light source and/or other instruments connected¿ otherwise, damage and/or malfunction can occur.<product confirmation results> as the actual product is not sent to the shirakawa plant, the actual product cannot be confirmed.¿ the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. Probable causes include improper handling of the device. The unit was then equipped with a new ex board, scope socket, switch, front panel, and lamp. All new components were successfully tested, and the device was returned to the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the evis exera iii xenon light source was not properly displaying expected images on therapeutic scope. According to the initial reporter, the device was displaying an error message. No consequence or patient impact was reported as a result of this event.